Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (600 mg/dl) with moderate ketones. Customer used manual insulin injections to treat elevated bg level.